Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es system being unavailable during network outage. The customer stated that they unable to access any of the pockets to remove medications also cart screen was frozen, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was unavailable during the network outage. The technical support specialist contacted customer and stated that the facility experienced a network outage due to a network loop, which slowed connectivity and prevented users from logging into stations also the application failed to trigger its timeout setting, causing it to freeze. To resolve the issue the tss advised the users to unplug the network cable, allowing the application to apply the timeout and enabling login via critical override mode. The tss successfully completed the root cause analysis, effectively identifying, resolving, and closing the issue. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es system being unavailable during network outage. The customer stated that they unable to access any of the pockets to remove medications also cart screen was frozen, resulting a delay. There were no adverse events or injuries reported based on this event.